Manufacturer narrative:
The device was returned to olympus for evaluation however the device evaluation has not yet been completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 200 micron tfl single use fiber laser broke when inserted in the patient. The issue was found during a therapeutic uteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "laser broken" occurred due to mishandling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was completed with similar device.